Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) motion was unsmooth. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site reset the instrument and sterile adapter, but the issue was not resolved. Tse advised site to power cycle the system, but site was unable to do so. Tse had site swap instruments on usms 3 and 4, but the issue reoccurred on usm 4. Site elected to complete the procedure without using usm 4. The procedure was not delayed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, however the fse did replace the universal surgical manipulator (usm) for customer satisfaction. The system was tested and ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs nor reproduce the issue during in-house testing. Visual inspection revealed no related issues. The usm functioned correctly on a golden system and passed all tests on a patient side cart fixture test platform. Inspections of searchlight, chipencoder virtual absolute, and hall sensor assemblies also showed no faults. The probable root cause in this case may be attributed to the usm.

Event description:
Refer to h11 for follow-up information.